Event description:
A malfunction was reported on a customer's pump, specifically a dark or non-responsive screen. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level. They called technical support, and there was no need for third-party assistance. The customer's pump was reset, and they continued with current pump for insulin therapy.